Event description:
According to info received from the initial reporter, the pt had their bjork-shiley convexo-concave mitral heart valve replaced due to "thrombosis of the mitral prosthesis [sic] with aerodinamical stenosis". According to the initial reporter, no insufficiency was noted and there was "no mechanical failure".